Event description:
Soldier was on patrol and was wounded. Bilateral left extremities open fractures. Soft_t successfully applied to left thigh. Attempted application of 2 different swat-ts (both new), both torn. Switched to crt tourniquet, successfully applied x2.